Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that had problems with cannula. Customer filled reservoir and put cannula and blood traces of the size of a quarter were on the tubing. Customer was recommended to consult with their health care professional about alternate insertion sites and medication. Customer did not received medical treatment as result of the site issue. Customer's blood glucose at the time of the incident was 367 mg/dl. The device will not be return for analysis.